Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at a fill estimate of over 60 units of insulin. Tandem technical support was unable to perform troubleshooting as the reported event had occurred in the past. There was no reported impact to the customer's blood glucose level.